Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical product: 419388 lead, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported the patient is deceased and died approximately three and one-half years post implant of the implantable cardioverter defibrillator (ICD). Additional information received reported the patient had been admitted to the hospital after receiving high voltage therapy. The device was interrogated the day of admission and it was noted the patient had received six episodes of high voltage therapy and the device was nearing elective replacement indicator (eri). The patient remained in the hospital for approximately six weeks and developed an exacerbation of heart failure, arrested and was unable to be resuscitated. The cause of death was provided as cardiogenic shock. Prior to the patient death, the physician had reported the device "was not working." Follow up information was unable to confirm if this was due to a device performance issue or due to end of life of the device.